Manufacturer narrative:
11/10/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the product produced shavings into the pt's cavity. The surgeon was able to remove the shavings and complete the procedure. The hosp has reported no pt injury occurred.